Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented prior to an unrelated procedure. Upon review, the patient's right atrial(ra) lead exhibited high capture threshold and automatic mode switches due to sensing noise. No intervention was performed. The patient was stable.